Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc), decreased sensing and increased pacing threshold measurements. An x-ray obtained the day prior revealed the device had moved somewhat and both the right atrial (ra) and rv leads were tensioned; though no issues were found with the ra lead. Dislodgement of the rv lead was suspected and a revision procedure was subsequently performed wherein the lead was repositioned the following day. The patient was noted to have a large amount of adipose tissue around their chest which was believed to be a contributing factor to the reported dislodgement. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.